Event description:
Healthcare professional reported "rupture" this is for the right side device. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "rupture" this is for the right side device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture" this is for the right side device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.